Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated

Event description:
It was reported that patient experienced leaking due to urethral atrophy with artificial urinary sphincter (aus). Cuff downsized. Only cuff was explanted and replaced.